Manufacturer narrative:
Since no not lot number is available a detailed investigation tests on reference samples or batch review cannot be conducted therefore this complaint will be closed this issue will be monitored through pms product trends and malfunction. If any trends picked up this will flag on the trps and alerts according to the omqr procedure.

Event description:
Reference no (B)(4). Event occured in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information is available